Manufacturer narrative:
Additional information a2, a4 and h10: a review of the event history log revealed the following: on 8/4/20 at 12:49am, user set up infusion with flow rate 45.4 ml/hour with vtbi 985 ml, which ran for two hours and fifteen minutes before being stopped by user and rerun at 3:39am until 2:28pm. The infusion was initiated once more 4:33pm until 8/5 at 12:34am. Between 4:33 and 12:34, no unusual/abnormal phenomenon was observed based on the log events between those two timestamps. At 12:42am on 8/5, the user changed the vtbi to 1000ml (prior to that was 28.4) and resumed the infusion. Between 12:42am and 12:36pm on 8/5, the user stopped the infusion 3 times. The first two times, at 10:22am and 12:23:pm, were simple stops and resumptions of the infusion. The third stop at 12:24pm was a vtbi change from 1000ml to 100ml. The infusion was ultimately stopped at 12:36pm on 8/5 and remained stopped through 8/6. By 12:36pm on 8/5, the patient had received 1495.9mls and the pump indicated 1494 delivered. The true volumetric output deviated from original by 0.13 percent which is within specification.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported over infusion was not verified. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during therapy in the oncology unit. The 5-fu (fluorouracil) was programmed at 45.4 ml/hr and nurse noticed fluid in the bag was lower than expected. No additional information is available.